Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37c, water temperature (wt) was 30c, flow rate (fr) was 2.5lpm. Guided to system diagnostics showed that the system hours were 6606, pump hours were 6149, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Advised to send to biomed labeled 113, mixing pump for investigation during business hours. They own another arctic sun device, but they have been unable to locate it anywhere in their facility. Advised it was possible another hospital borrowed the device, hopefully biomed would have a record of this if so.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37c, water temperature (wt) was 30c, flow rate (fr) was 2.5lpm. Guided to system diagnostics showed that the system hours were 6606, pump hours were 6149, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Advised to send to biomed labeled 113, mixing pump for investigation during business hours. They own another arctic sun device, but they have been unable to locate it anywhere in their facility. Advised it was possible another hospital borrowed the device, hopefully biomed would have a record of this if so. Per event information from record, it was reported that the biomed helped troubleshoot patient not cooling in an arctic sun device. Patient temperature (pt) was 37.5c, targeted temperature (tt) was 36c, water temperature (wt) was 31.4c, flow rate (fr) was 2.8lpm. Guided to event log and confirmed alert 113 (reduced water temperature (wt) was control). Guided to system diagnostics showed that the system hours were 6634, pump hours were 6176, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Advised this device would need to be repaired.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37c, water temperature (wt) was 30c, flow rate (fr) was 2.5lpm. Guided to system diagnostics showed that the system hours were 6606, pump hours were 6149, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Advised to send to biomed labeled 113, mixing pump for investigation during business hours. They own another arctic sun device, but they have been unable to locate it anywhere in their facility. Advised it was possible another hospital borrowed the device, hopefully biomed would have a record of this if so. Per event information from record pr#(B)(4), it was reported that the biomed helped troubleshoot patient not cooling in an arctic sun device. Patient temperature (pt) was 37.5c, targeted temperature (tt) was 36c, water temperature (wt) was 31.4c, flow rate (fr) was 2.8lpm. Guided to event log and confirmed alert 113 (reduced water temperature (wt) was control). Guided to system diagnostics showed that the system hours were 6634, pump hours were 6176, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Advised this device would need to be repaired. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.